Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that an engagement problem occurred on the universal surgical manipulator (usm)4 during a procedure. The user attempted to reseat or change the sterile adapter on usm4, but the issue reoccurred. The tse reviewed the system error logs, and confirmed the occurrence of error 31010 on usm4, indicating that the sterile adapter sensor was missing, with the adapter being fully detected and then losing one sensor for brief periods. The user disabled the usm4, and continued with the procedure using the remaining 3 usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that previously they captured the same system issue on a different procedure. The procedure in the related procedure was completed robotically with all 4 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fes replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the carriage presence pins are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.